Event description:
A consumer reported blurry near vision one week following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the outcome of event for this consumer as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 05/12/2008 by mail and fax. A completed questionnaire was received. This report was mailed to FDA on: 05/30/2008.